Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained dilaudid at an unknown concentration and dose. It was reported on 2015 (B)(6), the day of the implant surgery, the patient developed blood clots (internal bleeding) and it was trying to clot and as a consequence, the stomach swelled up like a basketball. About 2 weeks later in (B)(6) 2016, the patient stated he had to go back into surgery and the health care provider (hcp) took the pump out; cleaned out all the blood clots and reinstalled the pump, and the patient went home the next day. The patient was home for about a week and developed pneumonia. The patient went back to the hospital and was in the hospital for almost 2 months. The patient stated during his original hospitalization, they reduced the patient¿s pump medication by 50% and it was never the same since. The patient stated he had been having adjustments to the pump once a month all along since being implanted. The patient was last there on 2016 (B)(6) . The patient stated he was still dragging himself around and not able to do the things he was when he was on oral medications before the implant. When he went in for the pump trial, it went well. He was on dilaudid during the trial so he didn¿t know why it wasn¿t delivering therapeutic dosing at that point with the permanent implant. The patient stated his next upcoming appointment was in (B)(6) 2016 where his situation would be addressed by the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.